Event description:
A hematoma was noticed on patient. Dornier medtech america inc. Was notified of this incident on (B)(4) 2012. The hospital did not notify dornier medtech america, inc. Of the incident at the time the incident occurred. The last service check of the device was on (B)(6) 2012 and showed a properly working device within specifications. The patient has recovered with no permanent injury. The incident occurred in (B)(6).

Manufacturer narrative:
(B)(4) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer per exemption (B)(4)).